Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the insulation was found rubbed through 33 cm and 37 cm distal to the is-1 connector pin. This damage can be considered the root cause of the clinical observations reported in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption were not available. Furthermore the lead demonstrated extraction damages such as an over torqued inner coil close to the is-1 connector pin which most likely occurred during the retraction of the fixation helix. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reports this atrial lead, which has been implanted and active for approx. 84 months, showed oversensing. It was easily reproducible with arm movement. This noise was intermittently oversensed leading to asynchronous ventricular pacing. The lead showed before the impedance measurements out of range (<200 ohms). A lead replacement was scheduled. No adverse patient side effects were reported.